Manufacturer narrative:
H3. Visual findings did not observe any damage to unit. Evaluation of the returned product found the unit functioned as intended while in use with only batteries. When the unit was in use with the ac adapter the unit will not power on due to a damaged dc jack. Being that the unit is almost 4 years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit having no sound and the likely cause of the reported issue is wear-and-tear, severe shock, and other effects of repeated use and age. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported a patient fall for part 8645. Alarm was plugged into one of the sensor pads, alarm did not alert. Patient stood up and fell. (B)(6).